Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high threshold values. Subsequently a new non-bsc lead was implanted. No additional patient adverse effects were reported.